Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Additionally, the outer member was separated distal to the strain relief tubing. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Additionally, the resistance with the guide wire and deflation difficulties could not be replicated due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the armada 14 percutaneous transluminal angioplasty (pta) catheter instructions for use states: do not advance the armada 14 pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, a 3.0x200 on a 150 catheter armada 14 otw balloon dilatation catheter (bdc) was advanced to a moderately calcified lesion in the right tibial peroneal artery, with very slight resistance felt in the vessel, but no force was applied. After successfully completing dilatation of the lesion via 6 to 7 balloon inflations, upon withdrawing the armada 14 otw over a non-abbott guide wire, resistance was felt between the armada 14 otw and the guide wire. Force was applied against resistance, however, the armada was unable to be retracted from the guide wire. Both the armada and guide wire were removed from the anatomy as a single unit. It was noted, after removal, that balloon material had peeled, separated, and settled in the peroneal vessel when inside of the anatomy. The balloon piece was not retrieved and no treatment was administered, as the patient is a severe diabetic with plans to schedule a below the knee amputation. Reportedly, fluoroscopy pedal was not activated prior to removing the armada, and it is suspected that the balloon may have only partially deflated, contributing to the removal difficulty. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.